Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was losing power and would not accept batteries. Caller stated that the customer experienced blood glucose levels between 400 and 500 mg/dl due to the power loss issue. The insulin pump was being replaced due to a previous complaint.